Manufacturer narrative:
(B)(4). Concomitant medical products: s031140, selex/magnum mod hd 40mm -3, 967280; 16-116058, rnglc+ ltd hole shell sz58, 109120; ep-107825, e-poly 40mm maxrom lnr sz25, 3521. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00814. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient's left hip was revised approx 3 years post implantation due to pain, altr and pseudotumor. During the procedure large pseudotumor was removed, negative tests for infection, debridement of necrotic tissue and noted corrosion on ball and taper of the trunnion. Liner, taper adapter and head were revised.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.